Event description:
It was reported that during an indirect decompression spacer implant procedure, the insertion of the dilator to prepare for the spacer implant was not advanced in the correct manner and the patients lamina was punched. This resulted in a cerebral spinal fluid leak, therefore, the patient was administered a blood patch. The spacer was then successfully implanted and there were no reported issues postoperatively. No further information regarding the dilator lot number was able to be obtained despite multiple good faith efforts.